Event description:
It was reported that during a device follow up it was not possible to interrogate the device thus the device was explanted. Should the device be returned this investigation will be updated. No additional adverse patient effects were reported. Additional information noted that there was an allegation of premature battery depletion.

Event description:
It was reported that during a device follow up it was not possible to interrogate the device thus the device was explanted. Should the device be returned, this investigation will be updated. No additional adverse patient effects were reported.